Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited high capture threshold and low pacing impedance. No changes or interventions were performed. The patient condition was not known.